Event description:
Customer reported loss of communication between the panorama central station and ambulatory telepacks. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the sys and found that the central station would not boot up. Customer was provided with a loaner central station, while it is being returned to the company's repair center.